Manufacturer narrative:
Date sent: 08/12/2008. Info is unavailable; device was not returned for eval. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lar with colo-anal anastomosis procedure, the device was activated and the proximal and distal donuts were intact. The tissue was of normal aspect, not hard fibrosis as often seen in radiotherapy treated tissues. The surgeon who activated the instrument, needed to move back the head of the instrument two times before tightening the instrument for the third and final time. The first two times he reported having a 'mechanical blockage' that was hindering the instrument from closing further down on the tissue. The third time he said he was able to close the instrument and 'feel' the tissue being compressed between the anvil and the instrument. The device was fired with the indicator in the green section. The surgeon said that when he unscrewed the instrument the first two times, it was enough to move the indicator away from the green section (the instrument was properly reset). The anastomosis was checked with a leak test, also with a rectoscope. No problem whatsoever was detected. The surgeons suggested that a 'suction' effect in the pelvis may have prevented them from properly observing a leak. The pt was closed and placed in the recovery room. Four hours after surgery, nurses started to notice some symptoms like feces in drain and rising temperature. Even though these symptoms started four hours after surgery; the pt was reoperated 17 hrs after the end of the first surgery. A large dehiscence was observed on the anterior side of the anastomosis. The surgeons removed all the tissue involved and near the anastomosis site and performed a colostomy. The pt was pronounced dead after the second surgery, in the intensive care unit, from a septic shock due to peritonitis. Other comments made by surgeon of relevance: pt had a particularly large colon, thus an end to side anastomosis was performed instead of end to end. Pt also had a long colon, thus no add'l tension was applied on the anastomosis. The anastomosis was free standing. No ischemia surrounding the anastomosis was detected. When removing the tissue involved in the anastomosis, the surgeon observed some 'open' stables, but none 'malformed'. The pt actually died approx 36 hrs after the intervention.